Event description:
It was reported that one out of range, low atrial pacing lead impedance was noted. A normal measurement was observed the same day. The patient will continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.